Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is in an extended care facility and the remote monitoring system has not been connecting. A boston scientific technical services consultant reconnected the communicator and shock impedance was 130 ohms. The impedance limit was increased from 125 ohms to 150 ohms. No adverse patient effects were reported.

Event description:
It was reported that this patient is in an extended care facility and the remote monitoring system has not been connecting. A boston scientific technical services consultant reconnected the communicator and shock impedance was 130 ohms. The impedance limit was increased from 125 ohms to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.